Manufacturer narrative:
As the rv lead was surgically abandoned and remains in the patient, it will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead was seen at the clinic after receiving shocks. It was discovered that the associated device had recorded numerous episodes due to noise that was oversensing and leading to inappropriate therapy delivery. It was also noted that there was loss of ventricular capture. Testing on the lead was performed and no out of range measurements were noted; however, the noise and oversensing was able to be reproduced with patient movements. Fluoroscopy was performed and confirmed that there was an insulation issue. A revision was performed and this rv lead was surgically abandoned and replaced. All measurement with the new rv lead and the current device were in normal range. No additional adverse patient effects were reported.